Event description:
It was reported that during testing conducted at the user facility that the irrigation on the console is intermittent, which can cause overheat. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.